Manufacturer narrative:
It was communicated that the cause of the dislocation was due to ectopic ossification. The devices had to be removed to treat the ossified area. The surgeon does not fault the devices.

Event description:
It was reported that the implant dislocated requiring a revision surgery to correct.